Event description:
While the unit was in use on a pt, the unit would not pump properly and generated an autofill failure. The pt was switched to another unit and therapy was continued. No pt injury was reported.